Event description:
Additional information was received stating that the vns patient¿s device did not show an end of service condition, but the patient was referred for prophylactic generator replacement surgery. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.

Event description:
It was reported that the vns patient was experiencing an increase in seizures after her office visit in (B)(6) 2014. The patient was having tonic-clonic seizures and staring spells; only the tonic-clonic seizures had increased. The increase in seizures was believed to be at or above pre-vns baseline levels. The patient¿s medication was increased during the (B)(6) 2014 office visit. Diagnostic results showed normal device function at the time. The patient¿s device settings were increased during an office visit in (B)(6) 2014.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution.

Event description:
Additional information was received stating that the vns patient¿s device did not show an end of service condition during an office visit on (B)(6) 2014. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.